Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level ranged between 250 mg/dl and in the 500's (mg/dl) which was addressed by administering a manual injection. Reportedly, the customer changed pump supplies to resolve issue.